Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system 3max reperfusion catheter and 3max separator. Prior to the procedure, intravenous tissue plasminogen activator was not injected. During the procedure, aspiration was successfully performed using a 3max reperfusion catheter and 3max separator. The patient was given 6,000 units of heparin injection. Subarachnoid hemorrhage (sah) was observed around the posterior cerebral artery and the patient developed hydroencephalus which required ventricular drainage and the patient recovered. Physician's comment: sah directly brought no damage to the brain. I determine that the event was angiopathy with the separator. The event was related to the penumbra system.

Manufacturer narrative:
Conclusion : hemorrhage is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00588. The hospital discarded the device.